Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in puerto rico. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose was high and treated it with manual injection. The blood glucoe (bg) was high for more than four hours. No further information available.